Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient's mother reported that on (B)(6) 2023, her child faced a bent cannula (twice) and a white line was formed on cannula due to which he experienced high blood glucose level and bleeding on site. Therefore, the patient's mother administered insulin via pen. Moreover, the infusion had been used between one to three hours and the issue was noticed within three hours of insertion. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.